Manufacturer narrative:
.

Event description:
It was reported that a remote transmission alerted for back up vvi mode. The asymptomatic patient presented in clinic and a device download was successfully performed to restore the device. There were adverse consequences to the patient before or after the event.